Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that oxytocin (concentration 30munits/500ml) was started at rate of (B)(4). After being verified by two nurses. After pressing the start button, both nurses reportedly observed medication drip rate to be "faster than entered rate." The pump was then paused, and rate and line were verified again. The pump was restarted and "appropriate drip rate was observed." However, the primary nurse looked at oxytocin infusion bag and observed that the drip rate "had increased beyond the programmed rate." The infusion was then stopped. The event occurred on (B)(6) 2023. Other fluid infusing at the time of the event: lactated ringers 125ml/hr. There was patient involvement but no harm. Bd has learned additional information. It was reported to bd representative during a site visit that the event occurred during ¿induction¿ (labor) at a starting rate of 2ml/hr. It was noted that clinicians generally do not leave the patient room right away, which allowed them to quickly respond. For this hospital's guardrails, there are two oxytocin entries. Oxytocin induction (first entry on pcu display) or post partum (second entry on pcu display). All patients start off with ¿induction¿ and then after induction, they use the ¿post partum¿ entry. The IV bag concentration is the same for both guardrails entries, 30mu in a 500ml IV bag. In induction, the infusion is initiated at 2ml/hr. Clinicians will limit the volume to be infused, so even if the IV bag is 500ml they input a volume to be infused (vtbi) of 250ml. Since the event, some clinicians input only an hours¿ worth of vtbi. The bolus soft key is greyed out in the induction entry and clinicians do not bolus when inducing. Generally, if the fetus decelerates, the clinician will ¿half¿ the oxytocin infusion rate instead of shutting the pump off entirely. However, if a pump is channeled off but still attached to the patient, clinicians reported they would not typically close the roller clamp on the infusion. In post partum, the clinician first program a bolus, using the bolus soft key, then select rapid bolus, and infuse 3mu at 999ml/hr. After the bolus is complete the pump ¿kicks over¿ to 300ml/hr. Over 1 hour, which prepopulates on the pcu display during programming. Two clinicians verify the oxytocin infusion, and the clinicians trace the IV lines. The oxytocin infusion is labeled multiple times with labels on the tubing above the pump, below the pump and at the patient's IV site. Therefore, the clinicians do not believe the lr (125ml/hr.), and pitocin (2ml/hr.) Lines were inadvertently crossed and infusing at each other¿s rates.

Event description:
It was reported that oxytocin (concentration 30munits/500ml) was started at rate of 2ml/hr. (2munits/hr.). After being verified by two nurses. After pressing the start button, both nurses reportedly observed medication drip rate to be "faster than entered rate." The pump was then paused, and rate and line were verified again. The pump was restarted and "appropriate drip rate was observed." However, the primary nurse looked at oxytocin infusion bag and observed that the drip rate "had increased beyond the programmed rate." The infusion was then stopped. The event occurred on (B)(6) 2023. Other fluid infusing at the time of the event: lactated ringers 125ml/hr. There was patient involvement but no harm. Bd has learned additional information. It was reported to bd representative during a site visit that the event occurred during ¿induction¿ (labor) at a starting rate of 2ml/hr. It was noted that clinicians generally do not leave the patient room right away, which allowed them to quickly respond. For this hospital's guardrails, there are two oxytocin entries. Oxytocin induction (first entry on pcu display) or post partum (second entry on pcu display). All patients start off with ¿induction¿ and then after induction, they use the ¿post partum¿ entry. The IV bag concentration is the same for both guardrails entries, 30mu in a 500ml IV bag. In induction, the infusion is initiated at 2ml/hr. Clinicians will limit the volume to be infused, so even if the IV bag is 500ml they input a volume to be infused (vtbi) of 250ml. Since the event, some clinicians input only an hours¿ worth of vtbi. The bolus soft key is greyed out in the induction entry and clinicians do not bolus when inducing. Generally, if the fetus decelerates, the clinician will ¿half¿ the oxytocin infusion rate instead of shutting the pump off entirely. However, if a pump is channeled off but still attached to the patient, clinicians reported they would not typically close the roller clamp on the infusion. In post partum, the clinician first program a bolus, using the bolus soft key, then select rapid bolus, and infuse 3mu at 999ml/hr. After the bolus is complete the pump ¿kicks over¿ to 300ml/hr. Over 1 hour, which prepopulates on the pcu display during programming. Two clinicians verify the oxytocin infusion, and the clinicians trace the IV lines. The oxytocin infusion is labeled multiple times with labels on the tubing above the pump, below the pump and at the patient's IV site. Therefore, the clinicians do not believe the lr (125ml/hr.), and pitocin (2ml/hr.) Lines were inadvertently crossed and infusing at each other¿s rates.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number# (B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction : medical device serial #, returned to manufacturer on, device manufacture date. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, remedial action required, remedial action #, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.